Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Dried body fluid and tissue were noted in the helix housing. A blockage was encountered approximately 460 mm from the terminal end. Extensive corrosion in the helix tip and x-ray image showed rounding of helix melt marks in outer insulation likely due to explant electro-cautery damage. Green colored material likely indicates characteristics of gate oxide failure. The continuous voltage on the lead caused the observed corrosion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. Technical services (ts) was consulted and an increase in power consumption was noted, low out of range impedance measurements bellow 200 ohms were noted for the right atrial (ra) lead, high capture thresholds were also noted. The ICD was explanted with premature battery depletion (pbd) and safety mode, the ra lead was also explanted. This product has returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. Technical services (ts) was consulted and an increase in power consumption was noted, low out of range impedance measurements bellow 200 ohms were noted for the right atrial (ra) lead, high capture thresholds were also noted. The ICD was explanted with premature battery depletion (pbd) and safety mode, the ra lead was also explanted. This product has returned for analysis. No additional adverse patient effects were reported.